Manufacturer narrative:
Conmed corporation received one (1) "unopened" package containing the flovac suction/irrigation handpiece for evaluation. Visual examination of the returned package found there was a hole in the seal area of the packaging. The packaging engineer confirmed that there was adhesive transfer and the package was sealed at one point. It is possible the hole in packaging may be related to shipping and handling of the device. This lot was manufactured on 22-sep-2015. A review of the device history record for this lot found no ncrs and no note of discrepancies during the manufacturing process. Of the lot containing (B)(4) units, there are no other similar complaints received. A two (2) year review of product history for this device also showed no other similar complaints. (B)(4). The reported packaging damage was obvious to the end-user and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been initiated to address this issue. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The end-user reported that during pre-op testing, a tear in the package of a flovac suction and irrigation handpiece was found. In this instance, there was no patient involvement with this reported device, as the packaging damage was discovered during clinical inspection with pre-op setup.